Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to placement of the implantable pulse generator (ipg) and was having difficulty in charging the ipg. The patient underwent a revision procedure where the pocket was adjusted and the ipg was replaced. The patient was doing well postoperatively and the explanted ipg was not returned.